Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 419478 implantable pacing lead, implanted: (B)(6) 2011; product ID 694758; implantable tachy lead, implanted: (B)(6) 2011; product ID 457445 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device unexpectedly reached end of service (eos) in just over two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.